Event description:
Caller reported experiencing a minimum fill notification. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact. Caller attempted to load a new cartridge, filled it with 250 units of insulin, and followed technical support instructions to clean the pump's pneumatic tap area. After reloading the same cartridge, the issue was resolved, allowing the caller to resume insulin use successfully.